Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator power cord was hot. A boston scientific company representative advised the patient that a replacement power cord will be sent. No adverse patient effects were reported.